Event description:
It was reported that the device was used during a tuboplasty, the seal in a trocar broke off partially and the segment was removed from the superior part of the patient uterus. The case was completed with the same device. No patient consequences.